Event description:
It was reported "3fr single lumen proven a kinked. Identified few hours after insertion when PICC would not function. Xray performed and proven a kinked in two places in patients upper arm. PICC had to be removed and a new one placed due to kinking." Additional information received 10/05/2021: the product was placed 9/27/2021 @ 1500 and removed 9/27/2021 @ 2200. Yes, there was a psn filed. The event did not cause the pt any acute distress but he did have to undergo another insertion the following day. The next day a 5fr single lumen was successfully placed and the pt was discharged home to complete his course of IV antibiotics. A 5fr was placed as it was though to be the thinner 3fr catheter in a large vein that led to the complication (the 3fr occupied 29% of the cannulated vessel).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed, however, the root cause was not identified. The product returned for evaluation was one photograph and one radiographic image which appeared to depict a powerpicc catheter. The radiographic image depicted the proximal region of a radiopaque object consistent with a catheter, which appeared to be inserted into a patient. What appeared to be two kinks were visible in the catheter shaft near the molded joint. The photograph depicted a portion of catheter shaft. Neither the molded joint nor distal tip were visible to provide reference. A permanent kink impression was visible in the catheter material. While a kink(s) was visible in both the photograph and the radiographic image; however, the cause of the kink could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device insertion and securement techniques.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "3fr single lumen provena kinked. Identified few hours after insertion when PICC would not function. Xray performed and proven a kinked in two places in patients upper arm. PICC had to be removed and a new one placed due to kinking." Additional information received 10/05/2021: the product was placed (B)(6) 2021 @ 1500 and removed (B)(6) 2021 @ 2200. Yes, there was a psn filed. The event did not cause the pt any acute distress but he did have to undergo another insertion the following day. The next day a 5fr single lumen was successfully placed and the pt was discharged home to complete his course of IV antibiotics. A 5fr was placed as it was though to be the thinner 3fr catheter in a large vein that led to the complication (the 3fr occupied 29% of the cannulated vessel).